Manufacturer narrative:
A medtronic representative reported that she was able to re-create the behavior with the instrument in surface merge registration on the demo model. Where the passive planar probe appeared to be inside the vertebral body when in fact it was sitting atop the anatomy. The rep also reported that something similar happens in the planning screen. They normally use orthogonal views for registration which was why they had not seen this before. (B)(4) technical service was also able to re-create the behavior in spine 2.1 on the test navigation system. A successful point merge registration was preformed on the blue demo, we moved into navigate and were tracking accurately. When we went back in the software to the registration tab and selected the surface merge icon the passive planar cad model appeared to be approximately 10mm into the demo anatomy. We are not actively tracking on the surface merge registration screen, but the cad model of our instrument does appear in the trajectory views and appears inside the anatomy. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported being unable to recreate the issue with navigation pausing when tracking instruments. Once all instruments were verified, they tracked accurately without issue. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure (l3-5, frame attached on l3) and decompression, the navigation system was unresponsive when attempting to track instruments. Pointmerge registration was successful and accurate. Issue occurred when the surfacemerge button was selected. Exited spine software by selecting the exit button. After re-booting the spine application and verifying the instrument, the software tracked the instruments accurately in navigate without issue. Software was responsive and performed normally. In the surfacemerge registration trajectory views, the cad model of the instrument appeared to be piercing the anatomy and flipping intermittently laterally (left/right), as well as, in the superior/inferior direction when the actual instrument was sitting on top of the vertebral body and perpendicular to the anatomy. In trouble-shooting, the surgeon verified all instruments before going to navigate and tracking was accurate. The issue of instrument flipping orientation persisted. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.